Event description:
Customer reported experiencing issues with the pump's battery, noting that the battery percentage was not accurate. There was no reported adverse impact to the customer's blood glucose level. No additional information was received regarding actions taken to resolve the issue. The details were documented in an email, and there was no follow-up from technical support to gather more information.